Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13a30075, h13b21015 and h13c11097 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4).